Event description:
A us distributor contacted zoll to report that a patient experienced twenty-five inappropriate defibrillation treatments. Multiple counting of large t-waves contributed to the false detections. The patient was at home and conscious at the time of the event. The patient's daughter was a witness of the event. The patient's daughter stated that the patient was too weak to press the response buttons. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient went to the hospital. The patient is being evaluated for continued wear of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remained at home following the treatment and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor: sn (B)(4) - 06/2012 (reuse), electrode belt: sn (B)(4) - 04/2014 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.